Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was returned opened with its original packaging. The two inner sterile trays are melted inside the box with the device inside. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This issue has the same failure as the investigation started for CAPA-299 for contamination. The actions taken in CAPA-299 will address this issue; therefore, this nc investigation will be closed in reference to CAPA-299. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. Some potential probable causes for this event could include packaging damage in transit or storage. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. This is an isolated event that is currently being monitored. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during tka surgery it was noticed that the plastic capsule of the journey ii bcs xlpe art isrt was melted and deformed resulting also in unsterile. The procedure was completed without delay using a smith and nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.